Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. Fse discovered the leak was from the out port fitting on the wash concentrate canister. Fse replaced the canister bec internal notification number is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report a hydro wash consternate reservoir leak. The customer as unable to determine the source of the leak. The customer wore personal protective equipment. No injury or exposure was reported.